Event description:
It was reported the left tmj devices were removed due to infection.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Manufacturer narrative:
The reported event can be confirmed as the surgeon provided the patient CT scan that showed the left tmj devices were removed and the devices have been received for further investigation.the surgeon added that the devices were functional and well-secured. He had a hard time removing that (probably because of tjr infection. The surgeon believed the device was infected after the dermatologist removed a facial lesion.

Event description:
It was reported the left tmj devices were removed due to infection.